Event description:
Additional information received from a manufacturing representative reported the implantable neurostimulator (ins) was programmed to 0+, 1-, 3+ at 5.9v, 450 usec, and 60 hz. Impedances were measured to be between 600 to 700 ohms. Interrogation date showed the ins only switched off one time (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
A manufacturing representative reported the implantable neurostimulator continuously turned off. The patient found the ins off 3-5 times a week and they had to turn the ins back on with the patient programmer every time. The ins turning off did not seem to be related to the place where the patient was or at a specific time of day. The cause of the event was unknown. Impedances were measured to be okay. No intervention was taken and the issue was not resolved at the time of this report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.